Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had a loss of therapy. The patient had an appointment with their health care provider (hcp) on (B)(6) 2016 and an out of regulation (oor) message had displayed. They did an egd and abdominal x-ray to confirm that the leads had not braided or penetrated the stomach wall. The patient would be taken back to the operating room on (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.